Event description:
Product analysis was performed on the generator and lead. Device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There were no performance or any other type of adverse conditions found with the pulse generator. A break was identified in the negative coil past the end of the electrode bifurcation. Sem images of the negative coil break showed pitting/electro-etching conditions as well as a stress induced fracture in at least two of the quadfilar coil. Due mechanical distortion and/or metal dissolution the fracture mechanism of other strands cannot be ascertained. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Event description:
It was reported that the patient had full system explant. It was noted that the patient was intended to have had a full replacement; however, the surgeon did not reimplant due to the concerns of risk involved. Less than 2 centimeters of the lead was noted to have been left implanted. The explanted devices were received for product analysis. Product analysis is currently being performed. No additional relevant information has been received to date.

Event description:
It was reported by neurologist that the patient was interrogated and had an high impedance. There were no reports of falls or trauma experienced by the patient. No known surgery has occurred to date. No additional relevant information has been received.